Manufacturer narrative:
As reported in the move study, there was access site rebleeding after use of with a 6-12f mynx control venous vascular closure device (vcd). The bleeding was treated with a 5.0 stitch. Heparin was administered intravenously at a dose of 12,000 units during the procedure. The patient¿s international normalized ratio (inr) was not elevated, measured at 1.1, and the platelet count was 238 × 10/l. The procedure was performed using an antegrade approach, and the deployer was trained in the use of the vcd. An 8f non-cordis sheath, as well as 10f × 11 cm and 11f × 11 cm cordis avanti sheaths, were utilized. The vessel diameter was less than 5 mm, with little vessel tortuosity and no evidence of peripheral vascular disease (pvd) or calcium at the puncture site. The target femoral site had not been previously closed, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to vcd use. No multiple stick attempts were required to achieve intravascular access. The mynx vcd was used in an interventional procedure, with an activated clotting time (act) of 400 seconds. Bleeding occurred when the patient stood to use the restroom. The puncture site was neither above the inferior epigastric artery nor below the bifurcation. The mynx control venous vcd was not returned for analysis. A product history record (phr) review of lot f2531804 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hemorrhages are a common post-procedural complication and are listed in the mynx control venous and avanti instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, the proper placement of the vcd sealant, and the patient's compliance to decrease mobility of limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, medications, blood transfusion, or even surgical intervention. Based on the information available for review, patient factors likely contributed to the bleeding event experienced as the bleeding occurred when the patient stood up during recovery. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. Per the mynx control venous IFU, during device removal, ¿while maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ the avanti IFU lists possible complications including air embolism, hematoma, infection, intimal tear, perforation of the vessel wall, and thrombus formation. Although bleeding is not explicitly stated, the reported access-site rebleeding event is considered medically consistent with the vascular/access-site complication profile already described in the labeling. Based on the mynx control venous phr review and the available information, there is no indication to suggest that the reported event is related to the design or manufacturing process of the units. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the move study, there was access site rebleeding after use of with a 6-12f mynx control venous vascular closure device (vcd). The bleeding was treated with a 5.0 stitch. The device is not being returned for evaluation.